Manufacturer narrative:
Customer discarded mattress and replaced.

Event description:
It was reported via repair work order that there was fluid ingress to the mattress due to damaged cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.